Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had cracks on the battery casing and she was unable to remove the battery cap on the insulin pump. Customer's blood glucose was over 400 mg/dl. Customer stated that the pump might have been dropped or bumped on a door. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and a scratched reservoir tube window.